Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as indentations and a burning feeling after contact of gel from the electrode belt. Reporting out of an abundance of caution. The patient¿s nurse removed the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.